Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion), h11. It was reported that during a scheduled preventative maintenance service visit, the cardiosave intra-aortic balloon pump (iabp) had a fill manifold test failure. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse's resolution was to replace the fill manifold assembly, helium reservoir and tubing assy,helium. After the repair the fse completed the preventative maintenance and the unit passed all functional and safety tests per manufacturer specifications. The defective parts were sent back to failure analysis and testing dept for further investigation. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 9 oct 2025. The failure analysis and testing dept. Received part number 0997-00-0565 and 0004-00-0103-01 with a reported unit failure of the fill manifold test. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure could be confirmed on any part. Retaining the parts in the failure analysis and testing department per procedure number (B)(4).

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during the scheduled preventative maintenance service visit that the cardiosave intra-aortic balloon pump (iabp) fill manifold test failed. No patient was involved.